Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. The customer confirmed the backup lens used to complete the procedure was the same type serial number: (B)(6) (model: drn00v 23.5 diopter). The operative eye is the left eye. The patient's date of birth is on (B)(6)1964 and their gender is male. Section a2: age or date of birth: on (B)(6) 1964. Age 60 years old. Section a3a: sex: male. Section a3b: gender: cisgender man/boy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 12, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed the handpiece was received with the plunger rod advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be deformed. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned; damage and scratches were observed on the lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) seemed to have scuff marks on it. The issue was noticed upon insertion into the eye. A backup lens was used to complete the procedure. There were no complications such as a capsule tear, vitrectomy, incision enlargement, sutures or medication outside the standard of care. The patient¿s outcome was reported as unknown. No further information is available regarding this event.